Manufacturer narrative:
The investigation is ongoing. The device has not been returned.

Event description:
As reported by a field clinical specialist (fcs). Before the tavr procedure, the patient had their iliac stented after the 3-mensio CT was done. During the procedure of a 26 mm sapien 3 ultra valve in the native aortic valve via transfemoral approach, there was no difficulty inserting the 1st devices into the patient. However. The patient's right iliac stent migrated up the aorta when the device entered the patient. The iliac stent was remove safely with no follow up intervention where the iliac stent was pulled. The devices were also removed and new devices were prepared using the same access site. There was report of patient injury.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was returned to edwards lifesciences for evaluation. The following were observed: the sheath was fully expanded, and the tip was opened, as designed. The soft tip was damaged. The strain relief and liner were torn due to manipulation by the field. Imagery was provided from the site and revealed the following: the patient's access vessel was calcified and undersized. The peripheral stent is not able to be visualized as it was reported that the stent was implanted after 3mensio was completed. Minimum luminal diameter (mld) is 6.0mm for 16f esheath+. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed through evaluation of the returned devices. However, no manufacturing non-conformance was identified. Review of DHR, lot history, and complaint history did not reveal any manufacturing non-conformances that could have contributed to this complaint event. No IFU/labeling/training manual inadequacies were identified. As reported, ''the patient had their iliac stented after the 3-mensio CT was done. During the procedure of a 26 mm sapien 3 ultra valve in the native aortic valve via transfemoral approach, there was no difficulty inserting the 1st devices into the patient. However. The patient's right iliac stent migrated up the aorta when the esheath entered the patient''. Per evaluation of the provided imagery, the patient's access vessel was calcified and undersized and the peripheral stent was not able to be visualized as it was reported that the stent was implanted after 3mensio was completed. Per evaluation of the returned devices, the sheath distal tip was damaged and the peripheral stent was on the crimped valve. This suggests that the sheath pushed the stent towards the aorta during sheath insertion prior to the crimped valve catching onto it as it exited through the sheath distal tip at the aortic bifurcation. As the patient's access vessel was undersized, the sheath distal tip likely was constrained within the access vessel, which would increase the potential for the distal tip to catch onto the stent and move towards the aorta. In addition, as the peripheral stent was reported to have been implanted after 3mensio imagery, it was likely not enough time for the stent to adhere to the patient's vessel, making it more susceptible to loosen with contact with the sheath and lead to the negative device interaction. As such, available information suggests that patient (undersized vessel) and procedural (recent stent implantation) factors may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.